Event description:
It was reported that the patient presented to clinic with a bag of 3 batteries that appeared to have been corroded with blown out contacts. Two of the batteries were expired, and one was not.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of corroded and damaged contacts on the 14v battery was not confirmed. There were photos or log files submitted for review. The 14v li-ion battery, serial (B)(6), was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 26jun2024. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries and to check for damage. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. Heartmate 3 patient handbook (rev. D) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the damage to the batteries did not have any impact on other external devices or pump support. The batteries were discarded.